Manufacturer narrative:
The company is requesting the unit back for evaluation. If an examination can be completed or if any new information is discovered, a follow-up report will be submitted.

Event description:
The company was informed on january 27, 2017 of a fire that occurred on (B)(6) 2017. A newlife intensity 10 was found at the home where the fire occurred. The cause of the fire is under investigation by the (B)(6). The possibility that the patient was smoking while on oxygen is high. The patient passed away in the fire.